Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels over 300 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Nothing further was reported.